Event description:
Reporter has been having ongoing problems with the baxter 3 + 3 automix compounder sets leaking. They usually leak from where the silicone tubing leaves the wheel or where the fluid just goes out of the spinning wheel where the silicone meets up with the white plastic that holds the tubing on the wheel. There are six different stations on these sets and a different set station seems to leak each day. Reporter is reporting this lot # however rptr hasa multiple lot #'s in stock and can not be sure that different lot #'s are not involved as well.